Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultraeasy meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call as the patient was unable to be contacted with follow-up questions. The patient did not know when the alleged inaccuracy issue with the meter began. He reported that on an unknown date and time, he obtained an alleged inaccurately high blood glucose result of ¿21.0 mmol/l¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that after obtaining the alleged inaccurate result, he administered 3 units of an unknown insulin. He indicated that about 2 hours later, he felt symptoms of ¿hypoglycemia¿; no physical symptoms were specified. He also reported that his blood glucose level at that time was ¿1.9 mmol/l¿, however, it is unclear if the result was obtained on the subject meter or another meter. He indicated that he self-treated his symptoms by eating food as he normally does on such occasions. No professional treatment was sought. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution available to test the meter and test strips. The csr noted that according to rules for (B)(4), the problem will be resolved by local customer service and no products will be returned for investigation. This complaint is being reported because the patient may have developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event (i.e. A result of 1.9 mmol/l potentially on another meter), after the alleged product issue began.